Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer experienced a cycling failure. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. The field service engineer removed the misaligned sensor from main drawer 5 and carefully reinserted it to confirm no issues. The system functioned as intended after the field service engineer troubleshot the device.